Event description:
A caller reported unspecified higher scan values while a customer was using the adc freestyle libre 2 sensor compared to the built-in meter at school. On (B)(6) 2022, the customer experienced symptoms of sweating and trembling and was unable to treat themselves. The firefighters were called and brought the customer to the emergency room where an unspecified low blood glucose test was obtained on the hcp meter. The customer was provided oral glucose for a diagnosis of hypoglycemia. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event. A sensor scans of 400 mg/dl was compared to a built-in glucose test of 19 mg/dl, which when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.